Manufacturer narrative:
(B)(4). Concomitant medical products: item name: headless screw 48 mm length, catalog number: 00579104200, lot: 62213965. Item name: headless screw 48 mm length, catalog number: 00579104200, lot: 62213965. Item name: palacos r + g 1 x40, catalog number: 66022663, lot: 75914327. Item name: palacos r + g 1 x40, catalog number: 66022663, lot: 75914327. Item name: navitracker knee and spine, catalog number: 20800000007, lot: 45292. Item name: articular surface size ef, catalog number: 00596404014, lot: 62260045. Item name: stem extension straight, catalog number: 00598801215, lot: 62121324. Item name: all poly patella, catalog number: 00597206535, lot: 62278939. Item name: femoral component precoat size e left, catalog number: 00596001551, lot: 62311115. (B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01974.

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately 4 years ago has been revised due to medial tibial osteolysis. During the revision surgery a nexgen tibial provisional fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. According to nexgen cr, ps, cra, lps and lcck knee package insert (87-6203-453-22, rev.a july 2012), osteolysis is known risk of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.